Event description:
The reporter contacted animas on (B)(6) 2013 reporting that the up arrow button was intermittently unresponsive and the keypad felt mushy but was intact. The reporter denied any trauma to the pump and no moisture exposure. The reporter confirmed the keypad was intact. The patient reportedly wore the pump under a garment and does not clean the pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
Follow-up #1 date of submission 04/24/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed that the keypad was fully intact. The up, down and contrast buttons were intermittently unresponsive and required excessive force to elicit a response. The ok button is responsive to use input. Evaluation revealed that there was contamination present under all key contacts. Unrelated to the complaint, evaluation revealed that the display screen has a pinkish contrast. Removed pump cover and replaced pink screen with new test screen. Test screen has normal contrast with no signs of discoloration.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.